Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during procedure, blood was observed to be inside the coated layer of the lead. Visual inspection did not confirm breach of the lead's insulation. The lead was replaced and the procedure was concluded. The patient did not have any consequences from the procedure.